Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient pulled on the j-tube, which caused stoma site bleeding. The patient was checked by a healthcare provider, who discovered the patient had a buried bumper. There was no additional information regarding any treatments or interventions the patient received for the buried bumper.